Event description:
It was reported that the user experienced hyperglycemia with a blood glucose value of 273 mg/dl after a meal, suspected to involve higher-than-expected carbohydrates, while using the ilet insulin pump; the glucose decreased by approximately 10 mg/dl during the call, and the user chose to monitor rather than perform an immediate supply change, with subsequent return to target range. Symptoms included elevated blood glucose without reported acute clinical manifestations. Outcomes included self-monitoring and resolution without medical intervention or hospitalization. Investigation included customer interview, device use review, and assessment of meal-related factors. Investigation of this case revealed no device malfunction and a probable contribution from underestimated meal carbohydrates. It was concluded that the event was consistent with postprandial hyperglycemia due to incorrect meal size estimation, with the device operating as designed.